Event description:
A patient reports while charging their controller for a couple minutes the charging cord was smoking. The patient reports the charging cord had melted and damaged the port on the controller as well. The patient was able to unplug the charger. The patients reported blood glucose level was 155 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.